Event description:
It was reported that the atrial pacing mode on the external pulse generator did not "pick up." The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the atrial pacing mode on the device did not "pick up". Analysis did find the upper and lower cases and one side bail cover were broken, that the battery drawer was broken and contaminated, the keyboard was delaminating around the on and off keys, the serial number label was torn, the battery release, one side bail cover and the battery flex were contaminated, the lead flex cover was corroded, the battery contacts were compressed and contaminated, the heart lead flex was damaged and the battery drawer needs an o-ring. All affected parts were replaced. (B)(4).